Manufacturer narrative:
(B)(4): this report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The recharge antenna was returned. The antenna had an open circuit. It was replaced.

Event description:
The pt was implanted with a new implantable neurostimulator in (B)(6) 2011 (reason unk). The implantable neurostimulator was repositioned (B)(6) 2011 (reason unk). Afterward, he was unable to recharge the implantable neurostimulator. The recharger was replaced and returned for analysis. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.